Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The proximal conductor was distorted at 16 centimeters. A cut was evident through the outer insulation material at 16.5 centimeters distally. Visual inspection noted some damage from explant. Primary analysis findings noted no anomalies, lead functionally normal.

Event description:
It was reported, during an implant procedure, when the lead was hooked up bipolar less than 200 ohms was observed. However, when the lead was tested in unipolar, normal impedance was observed. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.